Event description:
Customer reported getting unexpected positive reactions (2+) with anti-b (murine monoclonal), series 1 when testing a known group a patient sample. Repeat patient testing performed by the customer with anti-b (murine monoclonal), series 3 resulted in negative reactions. Repeat patient testing performed with gammaclone anti-b (murine monoclonal) at a reference lab resulted in negative reactions.

Manufacturer narrative:
Sample was not sent for investigation testing. It is not possible to rule out the sample as a cause of the event. The limitation section of the package insert limitations states that "in certain clinical situations, group a red cells may acquire a b-like antigen in vivo due to the action of bacterial enzymes called deacetylases." "Depending on the degree of transformation in the particular red cells being tested, series 1 anti-b (form clone es4) may react strongly with acquired b red cells unless the antibody is prepared in an acidified diluent. Series 1 anti-b reagent has been formulated to a ph of approximately 6.0 to diminish the frequency and strength of reaction with acquired b red cells." "In cases where the results with series 1 anti-b reagents are questionable, further testing with red cells should be carried out using human polyclonal anti-b or monoclonal anti-b derived from a hybridoma cell line other than es4 which is known to be nonreactive with acquired b red cells, such as series 3 anti- b (from clone lb-2)."